Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The patient said during fill 5 of 5 there were multiple filling slowly message. The patient said there was fluid leaking from the patient line blue pin. The patient said there was a type of "pop," and it started leaking. In a follow up with the patient's pdrn, it was verified there was no harm, adverse event or intervention associated with the fluid leak. The patient is still using the cycler. The cycler set is not available to return as a sample.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The patient said during fill 5 of 5 there were multiple filling slowly message. The patient said there was fluid leaking from the patient line blue pin. The patient said there was a type of "pop," and it started leaking. In a follow up with the patient's pdrn, it was verified there was no harm, adverse event or intervention associated with the fluid leak. The patient is still using the cycler. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.